Event description:
The rep reported the device was used during a laparoscopic appendectomy. It was reported the atw35 would not fire. Another one was pulled to complete the case. There was no consequence to the pt.